Event description:
An employee of beckman coulter at tokyo reported a fluid leak from synchron lx no foam kit. The leak was found during receiving inspection, and the employee was wearing ppe. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was reviewed, and the facility has exposure control plan. Medical attention was not sought and there was no effect to patient or user.

Manufacturer narrative:
Bec evaluated the photograph of the affected reagent. Large amount of liquid was adhering to the label. The cap was not loose. The source of leak is unknown. (B)(4).